Manufacturer narrative:
The following field has been corrected: section d4: the lot number provided with the complaint record was incorrect. The correct lot number is 1910653064. The device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for the evaluation. Upon evaluation, the reported condition is confirmed. The component is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the reported condition. A production notification was sent to all personnel to ensure that they are aware on the condition reported by the customer. The root cause and the corrective actions will be implemented and documented through the supplier notification process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during the balloon inspection, the water could not be removed from the balloon.